Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-539b-(B)(4): the metal cap is detached and returned; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char on the surface, and indications of slight melting on output window; the outer flow tubing open end exhibits abrasions, partially erased blue arrow indicator, and signs of slight melting. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 229,073 joules of use and 29 minutes. The fiber tip (cap) was cleaned during the procedure.

Event description:
It was reported that during a bph surgical procedure "fiber tip came off after a lot of flashing." The fiber was exchanged and the procedure was competed by using second fiber. Patient outcome: no injury to the patient reported.